Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, bilateral (two) 10x40 smart control self-expanding stents collapsed in the iliac arteries. The arteries became occluded due to the stents collapsing. The stents were open prior to intervention approximately 19 months after the stents were implanted. There was some disease in the arteries, so the dr. Decided to balloon and after ballooning is when the first stent collapsed. The dr. Used a non-cordis stent bilaterally inside of the smart stents. Both non-cordis stents were placed approximately 19 months after initial smart implant. There was no reported injury to the patient. The products were stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouches were checked, and the black dotted pattern with a grey background was clearly visible. The products were inspected and prepped in accordance with the IFU. No unusual issues were noted with the stent delivery systems prior to use. When removed from the tray, the stent remained constrained within the outer member/sheath. No difficulty was encountered while flushing the sds. Although not witnessed in person, it is assumed that the IFU instruction to hold the handle of the smart control sds flat and straight outside the patient was followed. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, bilateral (two) 10x40 smart control self-expanding stents collapsed in the iliac arteries. The arteries became occluded due to the stents collapsing. The stents were open prior to intervention approximately 19 months after the stents were implanted. There was some disease in the arteries, so the dr. Decided to balloon and after ballooning is when the first stent collapsed. The dr. Used a non-cordis stent bilaterally inside of the smart stents. Both non-cordis stents were placed approximately 19 months after initial smart implant. There was no reported injury to the patient. The products were stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouches were checked, and the black dotted pattern with a grey background was clearly visible. The products were inspected and prepped in accordance with the IFU. No unusual issues were noted with the stent delivery systems prior to use. When removed from the tray, the stent remained constrained within the outer member/sheath. No difficulty was encountered while flushing the sds. Although not witnessed in person, it is assumed that the IFU instruction to hold the handle of the smart control sds flat and straight outside the patient was followed. The devices were not returned for evaluation; however, images were sent for physician review. Five images are provided for review. Evaluation is limited because some of the images are not labeled with times and dates, so assumptions had to be made. What I believe to be the initial image shows an abdominal aortogram performed from the left common femoral retrograde approach. Bilateral common iliac kissing stents are in place. There is high grade stenosis of the right stent at the cia origin secondary to plaque or thrombus. The left stent is widely patient. Angiogram performed at 9:17am shows access from the right common femoral artery with retrograde approach for balloon angioplasty. The left common iliac artery is now occluded. There is reconstitution of the left external iliac artery via hypogastric collaterals. Following placement of additional stents bilaterally there is an excellent angiographic result with restoration of normal flow lumens bilaterally. There is no evidence of dissection or extravasation. The reported ¿vascular stent occlusion¿ was not confirmed based on the images provided for physician review. The exact causes of the reported event cannot be conclusively determined. This event involves a patient who previously had bilateral common iliac artery kissing stents placed for aortic bifurcation disease. 19-month post placement there was restenosis on the right requiring secondary intervention. This is not common but is well described in the literature. The bravissimo study showed a primary latency rate for self-expanding stents in the common iliac artery 92.1% at two years. Roughly 8% of stents experience restenosis and this is more common in obese patients and those who had kissing stents placed. The referring physician describes the stent ¿collapsed¿ but I do not observe that on the images provided. What may have occurred is the target material in the right common iliac stent shifted into the origin of the left stent occluding the lumen. This is why when treating arterial disease at the aortic bifurcation it is important to place bilateral balloon catheters to protect the contralateral side. Nevertheless, the treating physician handled this complication well and final result was excellent. If additional images are provided to more clearly understand the reported stent collapse, I would be happy to continue this review. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ the photos do not provide sufficient information to determine whether there is a manufacturing-related issue. The information available is insufficient to draw any further conclusions. No actions will be taken at this time.

Event description:
As reported, bilateral (two) 10x40 smart control self-expanding stents collapsed in the iliac arteries. The arteries became occluded due to the stents collapsing. The stents were open prior to intervention approximately 19 months after the stents were implanted. There was some disease in the arteries, so the dr. Decided to balloon and after ballooning is when the first stent collapsed. The dr. Used a non-cordis stent bilaterally inside of the smart stents. Both non-cordis stents were placed approximately 19 months after initial smart implant. There was no reported injury to the patient. The products were stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouches were checked, and the black dotted pattern with a grey background was clearly visible. The products were inspected and prepped in accordance with the IFU. No unusual issues were noted with the stent delivery systems prior to use. When removed from the tray, the stent remained constrained within the outer member/sheath. No difficulty was encountered while flushing the sds. Although not witnessed in person, it is assumed that the IFU instruction to hold the handle of the smart control sds flat and straight outside the patient was followed. The devices will be returned for evaluation.